Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during dwell 1 of 5. The home patient (hp)/caregiver (cg) had a question on a se 2267 alarm in dwell 1 of 5 and per the hp/cg she disconnected the hp. She also turned off the hc and went back to bed. The hp did a manual bag that morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said the patient has been completing therapy successfully since then. She did not notice anything unusual with any of the previous supplies. The power went out before the alarm occured and the patient had not disconnected or anything and when she turned the machine on, that's when it alarmed. She was not sure if that had anything to do with the alarm or not. There was patient involvement but no reported injury or medical intervention.